Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had a bacterial blood infection 2 weeks after implant, and was comatose for 8 days. The patient did not know if this was caused by the ins or surgery. The patient stated it almost killed her. The patient stated the hcp did not know what happened either. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.